Event description:
Customer reported the insulin pump kept alarmed sensor error. She also stated that when she inserted the sensor she had a lot of bleeding. Troubleshooting was performed. Customer's blood glucose was 190 mg/dl. Sensor was inserted at 9 pm; it's been inserted for 11 hours. Alarm occurred after initialization. Sensor appears to be fully inserted and flat against the skin. Customer was advised to disconnect. Customer was advised to inspect the transmitter, it also passed test plug test. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for low readings. No needle complaint could be confirmed due to the needle not being returned. The cannula was found bent. It could not be confirmed that the sensor was returned bent due to the sensor being returned opened and used.